Event description:
It was reported that the patient presented in clinic for follow up. The left ventricular lead was dislodged and no capture was noted. The lead was revised on 28 dec 2021. The patient was stable.